Event description:
While removing the pull reduction device for an orif of the left tibia, the tip of the device broke off. The plate was in place and the surgeon opted not to retrieve the broken tip.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.